Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent breast augmentation revision with a 450cc mentor memorygel breast implant. At an unspecified point the patient¿s right breast became hardened and she started experiencing pain. On (B)(6) 2018 the patient underwent replacement surgery with a 405cc mentor memorygel breast implant due to capsular contracture (baker¿s grade unknown). During the surgery, the physician noted that the implant was ruptured. The patient¿s last reported condition was improved, as she was at home recovering, but still experience some pain.

Manufacturer narrative:
The device history record (DHR) for the lot number 5557929 was reviewed on 5/18/2018 and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).